Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had to take an emergency room due to hypoglycemia as well as insulin pump had flashing display. Customer's blood glucose value was 35 mg/dl at the time of incident due to injection of sugar. Customer was done with troubleshooting. Customer fell when they were riding and suddenly insulin pump was making noise. Customer report insulin pump screen did not flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing white light on the display. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.